Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had car accident and pump was damaged and experienced high blood glucose levels. The customer¿s blood glucose level was 186 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, broken belt clip slot, missing reservoir tube o-ring and completely broken off reservoir tube lip and test reservoir will not lock / click in place. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.